Event description:
The device was initially received with the report of an underinfusion. During service by a baxter technician, it was reported that the device did not alarm for occlusion. There have been no incident reports filed since th last baxter service event. No add'l info.